Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pectoralis muscle stimulation which was repeated and regular and affected his rest. The patient was unwell due to this issue. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis reveals that the device was at dual paced, dual sensed and dual inhibited (ddd) mode and above the elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomaly found that could contribute to the reported event.